Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017: failure to follow steps / instructions.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the superficial femoral artery (sfa). A 5x150mm absolute pro self-expanding stent (ses) was attempted to be deployed over a .018" abbott guidewire; however the thumbwheel was noted to jam and therefore the stent completely failed to deploy. Therefore the ses was replaced with another abbott device and the procedure was completed. There were no adverse patient effects nor clinical delay reported. Return analysis revealed that the stent was partially deployed and not flowered with a partial separation noted at the outer member-stent sheath bond area. The account confirmed the correct device was returned; however, were noted to be unaware of the noted damages and partial deployment. No additional information was provided.